Event description:
In 2001 the md clipped the suture holding the jp drain in the pt. When he pulled the drain through the skin it fractured or broke off with most of the drain left in the pt. The md opened the pt and removed the remainder of the drain. Md states no clamp was used to aid removal of the flat drain. No clamps were used during surgical placement.